Event description:
Pt was brought to the cardiac catherization lab 5/9/97. Ventricular lead had been on safety alert. Dr dictation reflects, pacemaker has not worked in over a year. Her heart rates are in the 20's and she has been falling. Lead capped on 5/9/97 and generator replaced.